Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -8.5/1.0/072 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was removed due to low vault without rotation and the problem was resolved. The cause of the event is unknown.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. . Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -8.5/+1.0/72 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2023. The patient experienced a low vault and 'flat ciliary process'. On (B)(6) 2023 the lens was explanted and the problem was resolved. Additional information provided: "the patient was unwilling to undergo a second operation and decided to remove the crystal". The reporter indicated the cause of the event is unknown. H6-health effect- clinical code: "4581- flat ciliary process'" should be added. Claim# (B)(4).